Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date - the leaking is reported as intermittent, but the problem has been ongoing for the past year. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of duo-vent clearlink luer activated valves were leaking from an unspecified location. Some of the sets were discovered leaking in the pharmacy, but others while the sets are used. The sets were often used for chemotherapy drugs. There was no report of patient injury or medical intervention associated with this event. No additional information is available.